Event description:
It was reported that the patients implantable pulse generator (ipg) was taking longer to charge and not holding charge as long as it once did. The patient underwent a revision procedure wherein the ipg was replaced, and the pocket was relocated to a more comfortable location. The patient was doing well postoperatively, and the explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago from date manufacturer was made aware.